Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed alert 32 indicating a delivery motor communication error, repeatedly showed the cartridge as empty when it was not, and could not complete a rewind despite multiple restarts, consistent with a failure to infuse and implicating the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with a delivery motor communication fault, aligning with a failure to infuse associated with a circuit board component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.